Event description:
It was reported that during the implant procedure, the helix of one lead could not be extended. The lead was not used, and another lead was implanted. A left ventricular lead was attempted but had "not good" parameters once placed and after repositioning multiple times. The lead was not used, and a different model left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, and the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).